Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for stopper cocked with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes the stoppers had a a loose closure. The following information was provided by the initial reporter: damaged cap

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes the stoppers had a loose closure. The following information was provided by the initial reporter: damaged cap.